Event description:
There was a patient involved in this event. The device was used in sca event. End user says that unit never got out of analyzing phase of verbal prompts (ie no shock advised no CPR cycle).